Event description:
It was reported that the pump was 'feeling hot.' The patient was at school, and school nurse confirmed that the pump case was very hot to the touch. The pump returned to normal temperature following the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the black box showed no evidence of short battery life. The battery compartment and cap were found to be intact however corrosion was found on the battery cap. The pump was exercised for 24 hours without overheating. The current draws were tested and found to be within specification. The pump power circuit was inspected and no defects were found.